Event description:
It was reported that during the trochanteric fixation nail (tfn) femur surgery, the helical blade would not insert, the surgeon pulled the nail out and used a different nail. Original nail appeared to be broken. All the broken pieces were retrieved from the pt. This incident did not result in any pt injury, but prolong the procedure by approximately 25 minutes. Surgery was completed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the info is unk, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. Common device name: h2c. The sample was received with the locking prong broken. Dimension were within specification at time of manufacture. A review of the device history record did not show issues that could have contributed to the reported issue.